Event description:
Reporting status: serious injury/medical intervention/permanent damage reporting rationale: separated guide wire requiring medical intervention device issue: separated guide wire. It was reported that the target lesions were moderately calcified and tortuous, with a 90% stenosis. Another company's stent was deployed at the lesion and the bmw universal was crossed through the deployed stent strut; however, the guide wire became stuck on the stent strut. A balloon catheter was delivered over the guide wire to remove the guide wire out of the pt; however, it failed to cross. Another guide wire was delivered through the stent strut, the balloon catheter was delivered and was successfully inflated. The stuck guide wire was able to move slightly; however, it is still stuck. A snare was delivered for removal of the guide wire; however, the snare caught the proximal part of the guide wire, as guide wire had separated. The distal part (approx 5-6cm) remained inside the pt. The snare then caught the separated distal piece, but it too had separated where it was stuck I the strut and only the distal part came out, leaving the tip in the pt's body. A kissing balloon technique was used and the stent was expanded, compressing the guide wire tip to the vessel wall, where it remains. No additional event or pt info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood visible on the tip coils. There was contrast visible on the tipball and tip coils. There was corrosion on the tipball. The guide wire coils had separated 5.5 proximal to the tipball. The separated portion was returned inside a snare device. The entire length of the intermediate coils were stretched out and a portion of the tip coils were stretched out as well. The entire intermediate coils were in a corkscrew shape for a length of 7 cm. The distal tip coils 1.4 cm proximal to the tipball were intact to the tipball and were not stretched. The shaping ribbon was intact at the tipball, but had separated 1.4 cm proximal to the tipball. The separated portion of the shaping ribbon was not returned there was a bend in the shaping ribbon, 1.3 cm proximal to the tipball. The fracture face of the shaping ribbon was bent and slightly twisted. The core was intact and had not separated. A portion of the intermediate coils were separated during analysis. There was no other damage noted to the guide wire. The outer diameter of the distal end of the guide wire could not be measured due to the damage and separation of the guide wire. The proximal end of the guide wire was passed through a hole gauge and this met manufacturing criteria. The distal end of the guide wire was dipped into red congo dye to verify there was hydrophilic coating on the guide wire. The guide wire was to be sent to the scanning electronic microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned device. The analysis showed heavy damage to the guide wire as it fractured. Results of the sem analysis indicate that the device shaping ribbon was subjected to excessive ductile overload beyond the design limit of the guide wire causing the tip to detach. For the guide wire to fail due to ductile overload, some portion of the guide wire would have to be trapped, either in the anatomy or another device, and excessive pull force applied, in this case, it was reported that the tip was caught on a deployed stent. The forces applied in the attempt to remove the guide wire exceeded the strength of the shaping ribbon of the guide wire which fractured. The guide wire corrosion, as found in the analysis, is related to deterioration in transit back to abbot and is not related to the issue. Note that although it is considered fairly common practice worldwide to move guide wires through stent struts, that practice is contraindicated in the japan instructions for use used for the bmw devices. Because the failure appears to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship, no corrective action can be implemented. This is a very low-level failure mode that is monitored. The lot history record was reviewed. There were no non-conformities associated with this lot number. A query of the complaint handling database was performed, and there have been no similar complaints reported with this part and lot number combination. This MDR is considered closed by the product performance group.